Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had to be hospitalized with blood glucose reading at 450 mg/dl with ketones present. At the hospital, they placed her on an insulin drip. The pod was worn between 4 and 24 hours on the abdomen. Complaints related to this event: (B)(4).

Manufacturer narrative:
The returned device was evaluated and the inspection of the device did not find any issues that would result in high blood glucose levels. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin.